Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Dual clean head came off while using / mainly bottom part of brush head effected [device breakage], no adverse event [no adverse event]. Case description: a male consumer reported that while using an oral-b vitality series toothbrush, the oral-b dualaction brushheads came off. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Dual clean head came off while using / mainly bottom part of brush head effected [device breakage]. No adverse event [no adverse event]. Case description: a male consumer reported that while using an oral-b vitality series toothbrush, the oral-b dual-action brushheads came off. No symptoms developed.